Manufacturer narrative:
The reported event of ¿lead was damaged¿ was not confirmed. As received, a complete lead was returned with the helix partially extended and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had damaged. The lead was not used, and a new lead was implanted. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.